Event description:
The product was used during a laparoscopic variocele procedure. Reportedly, the clips were ejected prematurely. The surgeon applied another device without patient injury.

Manufacturer narrative:
8/14/97-supplement #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.